Event description:
The user facility reported that one of the employees was injured while handling a 1.25mm kirschner wire with trocar point 150mm in its original packaging tube. The packaging tube is a plastic telescoping container which reportedly does not have stops in the tube to prevent it from closing shorter than the length of the kirschner wire. The customer stated that the sharp point of the wire pierced the plastic tube with ease, and the employee received a puncture injury when closing the tube. Reportedly the employee is still unable to work due to injury. This report is for an unknown 1.25mm kirschner wire with trocar point 150mm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.